Event description:
The reporter stated that she did back to back blood glucose testing within 10 minutes, using different finger sticks, with results of 89, 101, 110, and 71 mg/dl. She reported that she was feeling low and that her tongue felt prickly. A control solution test was done using a new vial of test strips, with results in range 114 (84-126). On follow-up, the reporter stated that the test strips she had used for the first test had been expired, and since using the new tests strips she had erratic readings.